Manufacturer narrative:
(B)(4). Date of initial report: 08/08/2016. Date of follow-up report: 09/13/2016. Medwatch form from the user facility received on 09/12/2016: 1501570000-2016-8024. Date of birth, sex, weight and describe event or problem updated with new information.

Event description:
Procedure was a complex ventral hernia repair.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received for evaluation, and examination of the received sample identified factors that would contribute to the reported issue. Visual inspection found the knife is trapped and contained within the jaws, preventing them from opening. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Tissue within the webbing may have also prevented the knife from retracting far enough to allow the jaws to open. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism. Confirm that the jaws have reached the closed position and are locked before activating the cutter.

Event description:
The customer reported that during a procedure, the device would not fire correctly or cut tissue. Examination of the returned device on july 29, 2016 found the knife was stuck within the jaws, preventing them from opening.